Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was inserted into the super arrow-flex (saf) sheath. The iab became stuck in the sheath and as a result, the iab was removed with the sheath as one unit. A second iab kit was used. There was no reported pt death or injury. Medical/surgical intervention was not required. The delay in therapy was until the second iab was prepped for insertion. There were no reported pt complications. The pt outcome is good. Reference MDR #1219856-2011-00062 for the second reported event.